Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported that the patient was not getting a good charge due to the patient not get good coupling. It was stated the doctor thought the patient needed a harness and adhesive disks. No symptoms were reported. No further patient complications have been reported as a result of this event.